Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated. The patient underwent an ipg revision procedure, during which the physician created a flatter pocket and tacked down the ipg. The patient was doing well postoperatively. The device remains implanted in the patient and in use.